Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow-up, the right ventricular (rv) lead was alleged to be dislodged. The rv lead was then explanted to resolve the event. The patient is stable.